Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced weakness, fainting and a loss of consciousness. The customer self-treated with milk and passion fruit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.